Event description:
A surgeon reported a lens exchange was required due to decentration of the intraocular lens (iol) following iol implant surgery. It was reported that during the initial surgery, one haptic was positioned incorrectly. The pt's va was 2/10 [20/100] following the initial iol implant surgery. The iol was exchanged during an add'l surgical procedure. The pt is "doing well" following the lens exchange. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 05/18/2007. Add'l info was requested 04/18/2007, 05/04/2007 via email. Add'l info was provided 05/04/2007, 05/14/2007 via email. A completed questionnaire has not been returned.